Event description:
Rptr has been a firefighter/emt since 5/90. Approx 3.5 to 4 years ago, he developed an allergy/sensitivity to latex. It started initially with his hands. Later, it progressed to involve the arms and neck. He experiences itching on hands, arms, and neck and sometimes would develope little bumps/urticaria; sometimes hives on his neck. He also would experience mucous running and red eyes. If exposure was light, symptoms may last one hr's duration. With longer exposure, they may last upwards of 3 hrs. Rather than treat an episode with anything, he "lives with it" - lets it run its course. He also developed an asthma-like condition - "occupational asthma." He is also on the dive team and the dive team physician sent him to a pulmonologist for evaluation. He received a computer-assisted tomography scan of his lungs which was clear of inflammation, but the rptr believes that was because he was off for 8 days prior to going.